Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer¿s representative (rep) regarding a patient with an implantable neurostimulator (ins). It was reported the patient was seen in the healthcare provider¿s (hcp) office on (B)(6) 2018 for generalized pain. It was determined at that time that no adjustments to stimulation would be appropriate. The hcp aspirated fluid from the patient¿s surgical site and sent it for culture. The culture came back (B)(6) and the patient was subsequently explanted. The patient had a complete explant of the leads and battery on (B)(6) 2018. No further complications were reported.

Manufacturer narrative:
Due to imdrf harmonization, some previously submitted device, method, result, and conclusion codes related to this event may have been updated. If information is provided in the future, a supplemental report will be issued.